Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative diagnosis was stage iii anterior vaginal wall prolapse, cystocele, stage ii posterior wall prolapse, rectocele, stage I uterovaginal prolapse, enterocele, mixed urinary incontinence with urodynamic stress incontinence with urethral hypermobility, and anticipated urinary retention. The procedure performed was a vaginal hysterectomy, laparoscopic sacral colpoperioneopexy with mesh times 2 with a 22 modifier for deep dissection into the vesico vaginal space to correct the stage iii anterior wall prolapse, cystocele, abdominal vaginal rectocele repair, laparoscopic enterocele repair with a 22 modifier for a laparoscopic approach, tot mid urethral sling (monarch sling), cystoscopy, suprapubic tube insertion, and perineoplasty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Section a: patient information not provided. Section d6, d7: explant date were not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined. Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence. Product was used for therapeutic treatment. Required intervention to prevent permanent impairment/damage procedure: urogynecological.